Manufacturer narrative:
Visualization of product under 65x magnification showed no signs of physical defects. Screw is still attached.

Event description:
Bone quality at the time of implant failure was poor. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient reported swelling and pain.